Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was not working and needed to be replaced due to a blank screen. The customer stated that he had changed the battery a few days ago. Advised customer to leave the battery out for 10 minutes, but the customer stated that he had done that already. The customer stated that the screen went blank while attempting to deliver a bolus. The customer's blood glucose was 101 mg/dl. Troubleshooting was done. Advised customer to insert a new aaa alkaline battery, but the display did not return. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.